Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: a visual inspection of the pump showed that the battery compartment and cap are undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump. A leak test indicated a leak due to a case crack. The pump¿s cover was removed and further moisture corrosion was found to the cgm module, the display screen, and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.